Event description:
It was reported there was a suspected infection at the lead site. In turn, the lead incision was flushed on (B)(6) 2022 and oral antibiotics were prescribed to address the issue. No product was explanted during the procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A suspected infection at patient¿s lead site(s) was reported to abbott. The lead incision was flushed and oral antibiotics were prescribed to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.